Event description:
It was reported that the external pulse generator displayed a self-test error. The biomedical engineer could not turn it off and could not reproduce the error. Technical support (ts) explained how the error occurred and how to reproduce the error. Ts suggested that the epg be tested before using the device again. The device was restored to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).